Manufacturer narrative:
The complaint sample was returned for evaluation and the reported event was confirmed. Visual inspection of the complaint sample found the spring of the flexible shaft is uncoiled at the socket end of the device. There was also a break in the coil located at the socket end of the shaft. Signs of wear in the form of surface scratches encircling the sock could also be observed. In addition there were areas across the surface of the coil shaft in which the windings of the coil were found to be larger than the rest of the device indicating the device was torqued in the unwinding (reverse) direction, which is not the intended use of the device as documented per greatbatch instructions for use (IFU) sent with the product. The intended use of the device is to connect a power tool to a surgical instrument that functions via rotation. A manufacturing review revealed no discrepancies. The reported event is attributed to misuse. Report date: date greatbatch was made aware of the complaint. It was discovered during review of malfunctions leading to previous adverse events that this complaint was not filed via emdr for the quick coupling (flexible) breakage during surgery. The appropriate correction has been implemented to ensure this malfunction will be filed via emdr accordingly. Patient codes: a clinical assessment was performed and ultimately concluded the reported event does not constitute a serious injury. Per the clinical assessment: the common peroneal nerve paresis was short term with no lasting effects. There was no obvious contusion of the underlying sciatic nerve trunk. Complete regression of the common peroneal nerve paresis allowed the discontinuation of neurological monitoring. A contusion of the quadratus femoris muscle occurs frequently, especially with athletes. Typical treatment includes placing the injured leg in a position of flexion for the first 24 hours post-injury to limit hematoma formation. The peroneal nerve compromise has been reported due to numerous traumatic and insidious causes and is more susceptible to injury at the knee. The most commonly reported complication of hip osteotomy is sciatic nerve paresis. Report source distributor, (B)(4). Event occurred in (B)(6).

Event description:
It was reported during a total left hip arthroplasty that the flexible drill broke while inserting the acetabular fixation screw. The surgical notes indicated that there was a contusion of the quadratus femoris muscle, but there was no obvious contusion of the underlying sciatic nerve trunk. Common peroneal nerve paresis was observed.